Event description:
It was reported that an issue was noted during field rotation. The pulse generator was observed to be in backup operation, likely due to an nmi related reset. There was no patient involvement.

Manufacturer narrative:
Device was returned from stock rotation due to transient nmi and por resets. Analysis of the device image found transient nmi and por reset memory errors registered in the device memory. The results of all electrical tests performed including thermal and mechanical stressing of the device, indicated the pacer exhibited normal device characteristics with a measured battery near beginning of life level. The transient nmi and por reset was able to be produced during cold temperature stress testing. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.